Event description:
Boston scientific received info that this right ventricular lead was exhibiting impedance measurements less than 200 ohms, elevated threshold, noise and over sensing. Therefore, a revision procedure was performed and the lead was removed from service. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis, including a visual and a mechanical inspection. The analysis of the lead demonstrated a rubbed through insulation at the distal part of the lead. This damage can be considered to be the primary cause of the clinical observation as mentioned in the complaint description. Based on the characteristic of this damage, it is reasonable to assume that the lead had been subject to serve mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Mechanical forces during the explantation procedure should be taken into consideration. Furthermore, a deformation of the inner coil close to the is-1 connector pin was detected which resulted most likely by over rotation of the inner coil while retracting the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.